Event description:
The customer reported that they have been opening their new beq-t 4903 tubing packs and the plastic holder that holds the rotaflow head is not staying attached to the shipping tray. Pictures were provided of the failure. Related to MFR report #s: 2248146-2014-00316, 2248146-2014-00324, 2248146-2014-00325.

Manufacturer narrative:
No product was returned therefore no evaluation could be performed to confirm the reported events. An investigation into this issue has been initiated and a supplemental report will be submitted when the investigation is complete.